Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips(9 strips). Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 98 to 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 171 and 142 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 143mg/dl (B)(6) 2016 06:43 am fasting: yes, 142mg/dl (B)(6) 2016 07:00 am fasting: yes, 184mg/dl (B)(6) 2016 08:35 am fasting: yes, 135mg/dl (B)(6) 2016 08:29 pm fasting: yes, 230mg/dl (B)(6) 2016 07:47 am fasting: yes. The customer tests on fasting and has not had any changes in the diet.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 98 to 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 171 and 142 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is within the month of august,2016. The meter memory was reviewed for previous test result history: (B)(6). The customer tests on fasting and has not had any changes in the diet.